Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing and six inappropriate shocks. Technical services (ts) was consulted for this behavior and determined that the therapy was a result of supraventricular tachycardia (svt), and the device was functioning as programmed. The results were discussed with the health care professional (hcp). The hcp planned to review device settings due to the unusually slow nature of the arrhythmia. This (ICD) remains in service. No additional adverse patient effects were reported. Additional information was received from ts, indicating that there was also oversensing due to noise on the atrial channel. This (ICD) remains in service. No additional adverse patient effects were reported. Additional information was received that this device once again delivered five inappropriate anti-tachycardia pacing (atp) busts and six inappropriate shocks. Ts recommended to reprogram therapy zones range. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing and six inappropriate shocks. Technical services (ts) was consulted for this behavior and determined that the therapy was a result of supraventricular tachycardia (svt), and the device was functioning as programmed. The results were discussed with the health care professional (hcp). The hcp planned to review device settings due to the unusually slow nature of the arrhythmia. This (ICD) remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing and six inappropriate shocks. Technical services (ts) was consulted for this behavior and determined that the therapy was a result of supraventricular tachycardia (svt), and the device was functioning as programmed. The results were discussed with the health care professional (hcp). The hcp planned to review device settings due to the unusually slow nature of the arrhythmia. This (ICD) remains in service. No additional adverse patient effects were reported. Additional information was received from ts, indicating that there was also oversensing due to noise on the atrial channel. This (ICD) remains in service. No additional adverse patient effects were reported.